Manufacturer narrative:
.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved: tgu454520/13219311.

Event description:
On (B)(6) 2013, the patient underwent treatment of a thoracic aneurysm with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2014, the patient presented to the hospital with back pain. Imaging revealed aneurysmal degeneration proximally to the previous placed most proximal endoprosthesis. It was also reported that no endoleak was identified. It was reported that as the device was being advanced resistance was felt at the junction of the distal portion of the stent and the delivery catheter. It was reported the resistance was due to the slight angulation of the device at the point. The device was successfully advanced and deployed in the patient.

Manufacturer narrative:
The patient¿s medications include: diovan, crestor, metoprolol, and aspirin.

Event description:
On (B)(6) 2013, the patient underwent treatment of a thoracic aneurysm with two conformable gore® tag® thoracic endoprostheses (tgt3715/(B)(4) and tgu454515/(B)(4)). On (B)(6) 2014, a CT scan revealed aneurysmal degeneration proximally to the previous placed most proximal device (tgu454515/(B)(4)). No endoleak was identified at this time. On (B)(6) 2014, the patient presented to the hospital with back pain. On the same day, a reintervention was performed to treat the aneurysmal degeneration. The device was successfully advanced and deployed in the patient.

Manufacturer narrative:
Upon further investigation, it was determined that this event is not reportable. As it was reported the additional conformable gore® tag® thoracic endoprosthesis implanted on (B)(6) 2014 was placed to treat a new thoracic aneurysm, and not the originally treated aneurysm, this report will be retracted.

Event description:
The "proximal aneurysm degeneration" identified on (B)(6) 2014 was reportedly referring to a new thoracic aortic aneurysm (taa) that had formed proximal to the initially treated taa. It was reported the original procedure performed on (B)(6) 2013 successfully excluded the aneurysm, and there was no endoleak, seal compromise, or aneurysm enlargement involving the tag device implanted on (B)(6) 2013. The (B)(6) 2014 procedure was reportedly performed to treat the new taa that was unrelated to the initially treated taa.